Event description:
It was reported that the patient was hospitalized due to a new excruciating pain at the paddle lead incision site along the right side of the back. It was noted that the pain was not device or procedure related and the issue has been resolved. The patient was doing well upon follow-up.